Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after experiencing syncopal episodes. Upon interrogation, the pulse generator exhibited backup vvi mode, and every time the continue button was pushed the patient would get asystolic and required external pacing; it was suspected that the device could be at end of life - eol. The device was explanted and replaced on (B)(6) 2020. The patient was in stable condition during and after the procedure.